Event description:
Additional information received from the consumer reported they had their implantable neurostimulator (ins) removed because it was implanted higher up on the low back and it "herniated".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the patient had a spinal cord stimulator implanted in 2008. It was ineffective after several reprogrammings. It was then explanted in 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.